Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va14lcf, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-06 (B)(4) mendix patient registration (B)(4) (hcp): information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dsyfunction/ sacral nerve stim, gastrointestinal/ pelvic floor 901: gastrointestinal/ pelvic floor it was reported that . Caller reported that patient underwent replacement of the electrode on (B)(6) 2018. No other information was provided or obtained about this replacement. The caller stated that the patient underwent "removal/revision" on (B)(6) 2021 as they were having trouble with the system.. The caller read from the op-note, "removal/revision of sacral nerve stimulator, removal of sacral electrode, bilateral, with ipg". Tss assisted with activating MRI mode for 97800 which showed full body eligibility.  The reason why it was replace was because  there was a malfunction of the electrode

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va14lcf, implanted: on (B)(6) 2016, explanted: on (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/ sacral nerve stim, gastrointestinal/ pelvic floor 901: it was reported that. Caller reported that patient underwent replacement of the electrode on (B)(6) 2018. No other information was provided or obtained about this replacement. The caller stated that the patient underwent "removal/revision" on (B)(6) 2021 as they were having trouble with the system. The caller read from the op-note, "removal/revision of sacral nerve stimulator, removal of sacral electrode, bilateral, with ipg". Tss assisted with activating MRI mode for 97800 which showed full body eligibility. The reason why it was replace was because there was a malfunction of the electrode.